Manufacturer narrative:
Dc motor adaptor. H3 evaluation summary; based upon the inquiry information received, visual and functional examination: the unit was found to require the dc motor adaptor to be adjusted. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the control module evaluated for communication problems and the error code of l3-002 is coming up on the lcd screen. The st holster has been evaluated and the disposable probes changed and the connection is not allowing the probe to continue. The error code occurs in the sample mode. There have been no patient consequences reported.